Manufacturer narrative:
Parts have been discarded therefore cannot be returned to manufacturer for identification and investigation. No review of manufacturing records for complained part is therefore possible. The manufacturer will provide a final report as soon as the investigation is completed.

Event description:
Revision surgery was performed on (B)(6) 2025 due to loosening of the cemented glenoid. Patient had a prior anatomic shoulder with cemented 3-pegged poly (part number 1379.50.020, lot unknown). After loosening of the poly glenoid was detected in a clinic visit, a two-staged revision was planned. During revision surgery, 3-pegged cemented poly was removed and the void in glenoid was filled with bone graft. A new humeral head (part number 1324.09.461) and adapter (part number 1330.15.270) of the same size were implanted for renewal reasons, but no defect were reported on original humeral components. Humeral body was indeed retained. Previous surgery date is unknown. Patient is female, date of birth (B)(6) 1962. The event occurred in the united states.